Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and will be undergoing temporary incenter hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 2000 mg daily for 14 days. On (B)(6) 2026, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unkempt household and treatment area despite reeducation. The patient was discharged home on (B)(6) 2026, is recovering, and they began outpatient hd on (B)(6) 2026. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s antibiotics were continued. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for renal replacement therapy (rrt). The pdrn attributed causality to the patient¿s unkempt household and treatment area. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.